Event description:
Edwards received information that this patient had a transcatheter valve implanted in their surgical valve (valve-in-valve) due to tricuspid regurgitation. The implant duration of the surgical valve is approximately thirty-six (36) years. No additional details provided.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.